Event description:
A malfunction alarm was reported, identified as malfunction code 3, causing the customer to turn off the pump, which then failed to turn back on. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The customer planned to switch to multiple daily injections as a backup therapy, and technical support arranged for a replacement pump to be sent. The customer was advised on how to store and return the malfunctioning pump within ten days using a prepaid label.